Event description:
Healthcare professional reported a rupture confirmed via MRI. This record is for the left side. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformance's noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side rupture confirmed via MRI. Healthcare professional later reported "lumps" and ¿cysts scattered sub centimeter water-signal intensity non-enhancing cysts measuring up to 9mm in the breast which are considered benign¿. The event of ¿benign cysts¿ has been deemed not related to the device. Device has been explanted, replaced, and discarded.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ cyst: unable to observe since it is not related to the device. ¿ lump/nodule: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted, replaced and discarded.